Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The unit was received with the lock having both rotational and lateral movement and a residue buildup is present. Upon disassembly repair noted the lock will need new components added to replace worn internal parts; unit needs to be machined to have heli-coils added to large starburst threads; the set screw in the swivel base was tight. The device history record was reviewed with no issues found. The complaint was confirmed. The root cause was due to multiple worn components and debris in the lock.

Event description:
A service and repair manager reported on behalf of the customer that an a1059 mayfield modified skull clamp's lock has both lateral and rotational movement while locked. It is unknown if the device was in contact with the patient and if there was injury or delay. Additional information has been requested.